Event description:
It was reported that the pt underwent surgery for implant of titanium cannulated pedicle screws at l4-s1. Some time post-op, a screw was broken and the pt underwent a revision surgery to replace hardware.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the screw was fractured between third and fourth thread below the screw head. No applicable films were provided for eval. Unable to determine cause of the event.